Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer declined service and repair, and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint reporting the v60 ventilator failed the electrical safety testing. The device was not in clinical use. There was no report of harm or user impact. The device did not meet specification for intended use and was not returned to service. A philips authorized service provider (asp) evaluated the device and reported the power cord failed the electrical safety testing as specified in the v60 service manual. This investigation is ongoing.